Event description:
It was reported that the handpiece continued to run when the trigger was no longer activated. It is unk if there was pt or user injury, or if any adverse consequences were associated with this event.

Manufacturer narrative:
The handpiece was received by the manufacturer, however, the complaint could not be replicated. Based on the quality investigation, the handpiece performed to specifications. Preventative maintenance was performed and the handpiece was returned to the customer.